Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was foreign matter in tube; biological and non-biological in the tube. The following information was provided by the initial reporter:: there is a black jelly-like foreign matter in the tube wall, which cannot be operated on the machine.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples. One customer photo was received for review and analysis. In the customer received photo, two tubes can be seen with a thin layer of banding ink on the bottom of the tube. Therefore, bd is able to confirm fm-ink on the outer part of the tube. In addition, 30 retain samples were visually tested for presence of fm within the tubes. 0 of 30 samples failed. Therefore, this complaint cannot be duplicated based on retain sample testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, fm. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes that there was foreign matter in tube; biological and non-biological in the tube. The following information was provided by the initial reporter:: there is a black jelly-like foreign matter in the tube wall, which cannot be operated on the machine.